Manufacturer narrative:
E1: initial reporter phone #: (B)(6). B3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the tubes pop-off from the holder and they had to be replaced to continue the collection on unspecified number of devices or patients. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the tubes pop-off from the holder and they had to be replaced to continue the collection on unspecified number of devices or patients. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos of the defects for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no abnormalities such as molding defects on the rubber sleeves were found. Also, a silicone application amount on the luer adapters were measured on retained samples of 8 sets, and all were within specifications. Additionally, water sampling test was conducted on another retained samples of 8 sets by connecting each sample to bd single use holder and no tube push off or kick back was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."